Manufacturer narrative:
Correction: b5. Desc evt problem. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer became unresponsive during the interrogation of a cardiovascular implantable electronic device (cied), while fulfilling patient information in a follow-up session. Additionally, it was reported that the power supply had stopped working, leading to the programmer battery becoming completely depleted and preventing the programmer from turning on to test the responsiveness. Troubleshooting steps were performed which included replacing the power supply cable which resolved the power on issue. The programmer remains in use. The power supply is expected to be returned for evaluation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer became unresponsive during the interrogation of a cardiovascular implantable electronic device (cied) while fulfilling patient information in a follow-up session. It was noted that the power supply had stopped working, preventing the programmer from turning on. Troubleshooting steps were performed which included replacing the power supply cable which resolved the issue. No patient complications have been reported as a result of this event.